Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm loaded, but failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight signs of blood were observed on the outermost ring of the seal. The loading device was not returned for evaluation. A photographic inspection was conducted. The seal and tension spring assembly was observed to be in the delivery tube with the seal extended outside the tube in an unfolded/unwrapped state. The blue slide lock was disengaged and the white plunger was fully depressed on the delivery device. The seal and tension spring was removed from the delivery tube. A microscopic inspection was conducted. The seal was observed to be intact, no signs of cracks or delamination was observed. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "failure to deploy" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm loaded, but failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm loaded, but failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.